Manufacturer narrative:
Approximate age of device: 2 years and 6 months. Manufacturer investigation conclusion: the reported events could not be confirmed nor reproduced during testing of the returned centrimag 2nd gen primary console. The console was connected to a test mag monitor and a data log file was retrieved successfully. The log file captured at approximately 9:44pm on january 30, 2019 speed was set to 0rpm and flow was captured at ~2lpm. At approximately 9:49pm speed was briefly adjusted to 500rpm and the system responded as designed. However, soon after, speed was again set to 0rpm. At approximately 10:22pm the log file captured an active pump not inserted:m3 alarm. This alarm was muted approximately 14 minutes later. This alarm cleared at approximately 11:06pm but speed remained set at 0rpm. At approximately 2:02am on january 31, 2019 the log file captured flow above maximum:f4 and flow signal interrupted:f2 alarms and flow was briefly captured at approximately 5.2lpm, while speed remained at 0rpm. The flow alarms resolved within a minute and flow dropped back down to an approximate 2-2.7lpm range. A brief shutdown was captured at approximately 6:23pm. When the console turned back on the console alarmed with a pump not inserted:m3 alarm while the speed and flow readings showed 0rpm and 0lpm, respectively. The system was powered down at approximately 8:54am on february 1, 2019. The reported events could not be confirmed based on the events captured in the log file and the log did not capture any events which would suggest a console related issue. The returned console was evaluated and tested by the service depot under work order # (B)(4). The reported event could not be duplicated during their evaluation. The console was tested for an extended period of time with its related motor, evaluated under (B)(4) as well as with a test motor. No disruptions in pump operation or atypical alarms were reproduced during testing. The console performed as intended. Full functional checkout was performed per the centrimag 2nd gen primary console service process and the unit passed all tests. Routine battery maintenance was performed successfully. The returned console was found to function as intended. As a result, the root cause of the reported events could not be conclusively determined nor correlated to a console related issue. The tested and serviced unit was returned to the customer site. Although the root cause of the reported event could not be conclusively determined, per reported information, the perfusionist looked at the pump head and there was a massive jelly like clot in the whole of the pump head. ¿ . Thrombus has the potential to result in the reported events. Reports of similar events will continue to be tracked and monitored. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section h8: corrected information. Corrected manufacturer's investigation conclusions: the reported events could not be confirmed nor reproduced during testing of the returned centrimag 2nd gen primary console. The console was connected to a test mag monitor and a data log file was retrieved successfully. The log file captured at approximately 9:44pm on (B)(6), 2019 speed was set to 0rpm and flow was captured at ~2lpm. At approximately 9:49pm speed was briefly adjusted to 500rpm and the system responded as designed. However, soon after, speed was again set to 0rpm. At approximately 10:22pm the log file captured an active pump not inserted:m3 alarm. This alarm was muted approximately 14 minutes later. This alarm cleared at approximately 11:06pm but speed remained set at 0rpm. At approximately 2:02am on (B)(6), 2019 the log file captured flow above maximum: f4 and flow signal interrupted:f2 alarms and flow was briefly captured at approximately 5.2lpm, while speed remained at 0rpm. The flow alarms resolved within a minute and flow dropped back down to an approximate 2-2.7lpm range. A brief shutdown was captured at approximately 6:23pm. When the console turned back on the console alarmed with a pump not inserted:m3 alarm while the speed and flow readings showed 0rpm and 0lpm, respectively. The system was powered down at approximately 8:54am on (B)(6), 2019. The reported events could not be confirmed based on the events captured in the log file and the log did not capture any events which would suggest a console related issue. The returned console was evaluated and tested by the service depot. The reported event could not be duplicated during their evaluation. The console was tested for an extended period of time with its related motor as well as with a test motor. No disruptions in pump operation or atypical alarms were reproduced during testing. The console performed as intended. Full functional checkout was performed per the centrimag 2nd gen primary console service process and the unit passed all tests. Routine battery maintenance was performed successfully. The returned console was found to function as intended. As a result, the root cause of the reported events could not be conclusively determined nor correlated to a console related issue. The tested and serviced unit was returned to the customer site. Although the root cause of the reported event could not be conclusively determined, per reported information, the perfusionist looked at the pump head and there was a massive jelly-like clot in the pump head. Thrombus has the potential to result in the reported events. Reports of similar events will continue to be tracked and monitored. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This medwatch is reporting primary console (B)(4). The blood pump is reported under medwatch MFR report # 2916596-2019-00717 and primary console (B)(4) is reported under medwatch MFR report # 2916596-2019-00718. Device evaluated by MFR: the device is expected to be returned for analysis. It has not yet been received. The event occurred at (B)(6) hospital, (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was a post cardiotomy patient that had required centrally cannulated veno-arterial extracorporeal membrane oxygenation (ECMO) post bypass. The patient was known to be producing clots in various locations. Clots were suspected from within the left atrium and possibly the ventricle. Echocardiography could not be used to confirm. The nurses on duty noticed that the pump flow was dropping but the revolutions were staying at the same level. The perfusionist was called in because clots were suspected in the oxy although the pressures were not rising. The flow then suddenly dropped and pump failure was suspected. The head was switched to the second primary console and once it had gone through its safety checks, the revolutions were set to the required level. The pump could not turn at the revolutions that were set. At this point, the screen went blank on the primary console but the display was still on with regards the monitor. A third primary console was used and the same thing happened. Once the head was removed from the drive motor, the monitor came back on again. The perfusionist looked at the pump head and there was a massive jelly-like clot in the whole of the pump head. No additional information was provided.